Event description:
Reportedly, "after firing the instrument the staples were not all closed so there was a post-operative problem with this patient. There was a terrible staple line leakage after 1-2 days post-operative, so the patient had to come back in the or and had to be re-operated. The patient had been for one or 2 times re-operated. In the first re-operation the patient got a colo-stoma. The patient had to stay for a longer time on the ic and longer in the hospital. A loading unit 015427l with lot no. P5d856 had been fired on paper and the same problem occurred. We will send you this loading unit. Nb this is not the one used for the patient!! We do have the original staples, which have been removed from the patient, please let us know if you want to receive them." Sex: unknown. Procedure: unknown.